Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties removing the device were able to be confirmed. The deflation difficulties could not be replicated in a testing environment as there was a tear in the balloon. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the omnilink elite peripheral stent system instructions for use states: should unusual resistance be felt at any time during lesion access or stent delivery system removal, the introducer sheath and stent delivery system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and stent delivery system components. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): force applied against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, a 9x29x80 otw omnilink elite 35 peripheral stent system was advanced without issue into a non-abbott sheath, over a non-abbott guide wire, to a mildly calcified lesion in the common iliac artery, and the stent was deployed at the targeted site without issue. However, after deployment, while the balloon was withdrawn from the stent without issue, the balloon was unable to retract into the sheath and became stuck, as the balloon seemingly did not completely deflate. While partially deflated, the balloon was able to be retracted by applying force, and was partially wedged into the sheath before becoming stuck in the sheath. The omnilink elite balloon and sheath were simultaneously withdrawn as a single unit without issue, with the guide wire remaining in place. Another sheath was advanced to perform a post-procedure angiogram, confirming that the stent was placed satisfactorily. There were no adverse patient effects and no clinically significant delay. No additional information was provided.